Manufacturer narrative:
Journal article: safety and efficacy of drug-eluting stents in women: a patient-level pooled analysis of randomised trials authors: giulio g stefanini, usman baber, stephan windecker, et al. Journal: the lancet year: 2013 reference: http://dx.doi.org/10.1016/s0140-6736(13)61782-1. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to compare safety and efficacy of drug-eluting stents in women. A patient-level pooled analysis for female participants from 26 randomised trials was conducted and clinical outcomes were analysed according to stent type. 11557 female patients were included in the study. Newer-generation drug-eluting stents (des), which included zotarolimus-eluting endeavor and resolute drug-eluting stents along with five other non-medtronic stents, were implanted in 6278 patients. The remaining patients were implanted with either bare metal stents or early-generation des. Patients were assessed for the occurence of prespecified primary and secondary clinical outcomes over a follow up period of 3 years post implantation. Clinical outcomes reported in the study population included death, myocardial infarction, definite or probable stent thrombosis, tar get-lesion revascularisation (tlr).no information was available about the cause of death. The authors could not comment on any causality between stent platform and deaths.